Event description:
A confirmed motor stall noted in event logs with no motor stall recovery recorded was reported. The motor stall was caused by patient having MRI. The health care provider reported the patient had no symptoms and this was a part of their yearly check of the patient. The pump delivered morphine 5mg/ml at 1.82mg/day. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2009, explanted on: unknown. 8590-1 dacron pouch: lot # n193633, implanted on: (B)(6) 2009, explanted on: unknown. (B)(4).